Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It reported that the patient on (B)(6) 2017 had cholecystectomy with hematocrit (hct) drop, and syncope. A computed tomography had no bleeding found. The patient discharged. The patient had colonoscopy with polyp removal; started on elevail for diabetic neuropath, and had bleeding in eye. No further information was provided.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas could not be conclusively established. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists hypovolemia as a potential risk, adverse event, or late postimplant complication. Section 6 also provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for dizziness on (B)(6) 2017. Laparoscopic cholecystectomy (lap chole) on (B)(6) 2017 with stable hemoglobin/hematocrit (h/hh). Post op day 5 on (B)(6) 2017, bleed transfused with 2 units. On (B)(6) 2017, vagal event treatment (tx) with saline. Mean aterial pressures (maps) at 50's. Sepsis, hypovolemia not septic shock, treated with 4 (ins) IV dilutional h/h drop, h/h decreased; transfused (trnsf) 1 unit with resolution of event. Perihepatic hemm. No bleeding at surgical site; gastrointestinal bleeding (gib).